Event description:
Reporter states that a pt was receiving a medication that was started at 10:30 at 10ml/hr. At 10:58. A nurse entered the pt room and noted that the infusion was at approx 75-100 ml/hr. The infusion was stopped, pt was given nacl IV and vital signs was taken. Pt was placed on a new pump and the pump in question was returned to uhs. No harm to the patient.